Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution; introduce and advance the 11f retrieval sheath with dilator over the guidewire; remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook; insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. Retrieval instructions: slowly advance the loop forward over the filter snare hook; reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook; advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs; while keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare; retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath; once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately fifteen months post vena cava filter deployment, the patient underwent mechanical thrombectomy and balloon angioplasty as a direct result of the filter causing lower extremity swelling, deep vein thrombosis, near complete occlusion within the mid and distal femoral vein. The filter was allegedly irretrievable. No other pertinent patient, device, or medical information was provided leading up to or surrounding the event. Current patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with bilateral pulmonary emboli and left leg deep vein thrombosis (dvt) had a vena cava filter deployed without complications. Approximately nine months post filter deployment, an inferior venacavogram, bilateral iliac venograms, and bilateral lower extremity (le) venograms through the level of the popliteal veins demonstrated extensive clot burden throughout all of the named vessels. Approximately one year and three months post filter deployment, thrombolysis, mechanical thrombectomy and balloon angioplasty was performed. Post procedure imaging demonstrated persistent clot in the filter, but, no clot above the filter; and an increase in blood flow and decreased clot burden throughout the femoral veins, but, no improvement of flow in the iliac veins. Approximately three years and eight months post filter deployment it was noted that patient was to continue with lifelong daily anticoagulation therapy. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for removal difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately fifteen months post vena cava filter deployment, the patient underwent mechanical thrombectomy and balloon angioplasty as a direct result of the filter causing lower extremity swelling, deep vein thrombosis, near complete occlusion within the mid and distal femoral vein. The filter was allegedly irretrievable. No other pertinent patient, device, or medical information was provided leading up to or surrounding the event. Current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the patient allegedly experienced lower extremity swelling, deep vein thrombosis, near complete occlusion within the mid and distal femoral vein and inferior vena cava thrombosis. The filter was allegedly unable to be retrieved; however, no reported attempt was made to retrieve the filter. The status of the patient is unknown.